Manufacturer narrative:
(B)(4). Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
It was reported that a igs m4 microdebrider was "getting hot and not working properly." This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.